Manufacturer narrative:
The customer was sent a replacement power supply. The customer reported a breach in the transformer housing. She did not report of any fire, spark or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump had broken between the prongs exposing the underlying electronics, which is a safety issue.